Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported a vertical gas breakthrough occurred during a corneal flap creation. Reporter indicated the procedure was switched to photo refractive keratectomy (prk) and completed successfully, and no note of any adverse outcome. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history shows that the laser was verified successfully prior to and after the day of treatment. At the visit on site the territory manager (=tm) could not reproduce the issue. No problems with the system can be identified by reviewing the logfile. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively, because no treatment file is available for review. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.